Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is unable to establish communication between her ipg and her charger. The patient received a replacement charging system; however, this did not resolve the issue. The patient also reported the programmer displayed an error message indicating the ipg was inoperable. The patient is to meet with the physician to take x-rays and the patient may undergo surgical intervention as the next course of action.